Event description:
Surgeon implanted a depth electrode successfully; upon completion, attempted to remove electrode through sheath. Electrode became stuck and upon further inspection was found to have a defect on one of the metal contact points. Electrode was explanted and taken off the field, and new electrode was implanted without incident. Patient experienced an extended or time but no long term harm.